Manufacturer narrative:
The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation. The dentist installed the dental implant after its expiration date.

Event description:
(B)(4). The dentist reported that almost 10 months was installed in intraoral region 09#, its non-osseointegration was observed. Moreover, 45n.cm of primary stability was achieved, the patient presented bone type ii.